Event description:
It was reported that this right ventricular (rv) lead had high out of range impedances greater than 2000 ohms due to a suspected lead issue. Testing in the office was unable to create high impedances or noise, and there were no episodes in the logbook with noise. The patient does not require pacing, and were planning to discuss monitoring options. The lead remains in-service. No adverse patient effects were reported.